Event description:
It was reported that the user experienced elevated glucose after lunch without meal announcement, reaching approximately 230 mg/dl, then received automated corrections and noted a rapid downward trend; concurrent cgm and fingerstick values were discordant (cgm 150 mg/dl vs. Capillary 133 mg/dl and then 123 mg/dl), after which calibration was performed and the cgm trended to 125 mg/dl with a slower downward trajectory. Symptoms included concern about potential hypoglycemia. Outcomes included user reassurance following calibration and continued monitoring, with no alerts, no alarms, and no hospitalization. Investigation included device-use troubleshooting and user education regarding calibration and glucose trend interpretation. Investigation of this case revealed a transient discrepancy between cgm and capillary readings addressed by calibration, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with expected glucose variability and sensor-calibration needs associated with hyperglycemia resolution. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.